Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The reported power source detection issue could not be reproduced during evaluation. The pneumatic block was replaced to address the leakage in the pneumatic block. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had a power source detection issue and leakage in the pneumatic block. There was no patient harm or serious injury reported as a result of this incident.